Event description:
It was reported that during device implant, a perilymph gusher occurred at the time of the cochleostomy surgery. Recent testing confirmed that the gusher was repaired during the surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt's device remains implanted. This is the final report.